Event description:
It was reported that there was concern that this battery was depleting prematurely. Six months prior the battery longevity was 2.5 years and currently it was 1 year. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleting normally with stable power consumption. It was recommended to continue normal follow-up until the device reached end-of-life. No adverse patient effects were reported. Additional information received indicated that this device was found to be in safety mode on (B)(6) 2024. The device was replaced the next day and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern that this battery was depleting prematurely. Six months prior the battery longevity was 2.5 years and currently it was 1 year. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleting normally with stable power consumption. It was recommended to continue normal follow-up until the device reached end-of-life. No adverse patient effects were reported. Additional information received indicated that this device was found to be in safety mode on may 8, 2024. The device was replaced the next day. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.